Event description:
Feb. 29, 2016 01:50 pm (gmt-5:00) added by (B)(6): it was reported that ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
During installation, our field service engineer (fse) found that a new expiratory channel printed-circuit board (pcb) was defective, and was exchanged. No part has been returned, despite several reminders having been sent requesting the part. According to the received service order, the pre-use checks tests failed with the message "pressure transducer difference > 5 cm h2o". If this happens, the recommendation is to first check the pressure transducer tubes and both pressure transducers. The pressure transducers were exchanged one at the time, but the problem remained. When the expiratory channel pcb was exchanged, the problem disappeared and the expiratory channel was declared defective. There was no further information received as to whether the pressure transducer sub-test of the pre-use checks tests also failed, or regarding the circumstances at the service event, that may give further guidance to explain the issue. Our conclusion is, according to the received information, that the new expiratory channel pcb was defective, but this cannot be confirmed due to the lack of information and goods provided for the investigation.

Event description:
(B)(4).